Manufacturer narrative:
Sensor kit expiration date is 31-jan-23. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sleepiness and loss of consciousness and was unable to self-treat, requiring third-party treatment. It is unknown what treatment was undertaken via third-party. There was no report of death or permanent impairment associated with this event.